Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Suspected cause was due to the correction factor on the pump settings requiring adjustments. Customer drank juice to address bg. Customer will update the correction factor with healthcare provider to address the event.